Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition could not be verified as evaluation did not properly assess for the reported condition of low occlusion pressure. Multiple downstream occlusion alarms were verified through a review of the event history log. The device will be required to pass all calibration and testing prior to being returned to the customer.  Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced low occlusion pressure. There was no known patient injury or medical intervention associated with this event. No additional information is available.